Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
3/14/2019 - it was reported that a chest x-ray taken 1/7/2019 confirmed that the lead is not dislodged, but undersensing, artifacts, and noise were noted. Lv sensing changed from lv1-can to lv3-lv4, but the issue is not considered resolved at this time. (B)(4).

Event description:
Lead showed loss of capture, and lead fracture is suspected. It is planned for the patient to have a chest x-ray. Lead remains implanted.